Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 250 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked where the line attaches to the bag. The event occurred after pumping, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between january 16, 2019 to january 17, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the top area of the fill port weld behind the bag. A magnified visual inspection was performed, and it was noted that there was a small tear/hole. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.